Event description:
It was reported that prior to a scheduled procedure, the patient's right atrial lead exhibited noise leading to oversensing. No intervention was performed. The patient condition was stable.

Event description:
New information received indicated that the patient's right atrial lead exhibited low pacing impedance, failure to sense and loss of capture. A lead fracture was suspected. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.

Event description:
New information received indicated that the lead was explanted during an unrelated procedure. The patient was recovering.

Manufacturer narrative:
The reported events of over sensing noise, failure to capture, failure to sense and low pacing impedance were confirmed, but the reported event of lead fracture could not be confirmed. As received, only the connector portion of the lead was returned in one piece. X-ray examination did not find any indication of conductor fractures. A full breached outer insulation degradation was found adjacent to the connector boot region exposing the outer coil. The full breached outer insulation degradation contributed to the reported events of over sensing noise, failure to capture, failure to sense and low pacing impedance.